Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover was returned installed on the monopolar curved scissors (mcs) instrument. The tip cover has a .225 x .190 hole burned through the ultem sleeve and silicone, indicating that an arcing event occurred. The top of the hole is located along the silicone to sleeve interface. The sleeve has an axially oriented trail of charring and a couple scratch marks below the hole. The silicone part of the tip cover has a couple of mechanical tears on the opposite side of the hole. The location of the hole on the tip cover aligns perfectly with char mark on mcs instrument. No other damage was found. Please refer to follow-up MDR (001) 2955842-2010-00309 regarding the evaluation results of the returned mcs instrument. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the nurse observed that the mcs tip cover accessory installed on the monopolor curved scissors (mcs) instrument was torn. Additional examination performed by the nurse after the instrument was removed, revealed that both the tip cover accessory and mcs instrument exhibited burn marks. The planned procedure was completed with a replacement instrument and no patient harm, adverse outcome or injury was reported. The following medwatch report was also sent to the FDA regarding the mcs instrument used in conjunction with the tip cover accessory: 2955842-2010-00309

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the tip cover accessory is returned (post engineering evaluation) or if additional information is received.